Event description:
In 2009, the pt reported that recently he has noticed larger air bubbles in the insulin cartridge of his infusion device. He said he primes the air out when he changes the cartridge but the air bubbles come back. He stated he does not attach the adapter and tubing to the cartridge prior to inserting it into his device and does not adjust the cartridge volume. He was advised to do so. He uses room temperature insulin to fill the cartridge. Further attempts to f/u with the pt were unsuccessful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.